Manufacturer narrative:
Follow-up #1: date of submission 03/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2017 with the following findings:during investigation, u-groove was damaged with a piece of the case missing. A test clip was unable to attach securely to the pump. A returned battery cap and test cap were able to attach tot he pump securely, and can be removed without defects. The battery cap top slot was slightly worn. Unrelated to the original complaint, the audio bolus button cover was damaged/punctured but was responsive during investigation. Additionally, a crack was found between the case seal and the keypad cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The customer alleged that the top of the cap was worn.. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.